Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient is experiencing vision issues. She sees blurry/glary and has large floaters. During follow up, the customer reported that since surgery she has experienced halos, strobe lighting, blue colour, glare around lights, tv etc. The early symptoms improved somewhat but not the glare. Two years after her surgery, there is still substantial glare around commercial lighting. Night vision is much worse than before surgery. Street lights, house lights, and car headlights were reported to be huge. Lights in the distance are misshapen, bell-shaped with similar shaped rings around them. The issue is particularly worse with colored lights. It is impossible for her to read street signs now if it is grey, rainy, or foggy out. The patient can see the outer edge of the lens in her left eye, in any level of lighting. About seven years ago, the patient had vitreous gel detachments in both eyes. After seven years, the floaters are still positioned in her central vision. The patient believes that the surgery has caused an increase in the number of floaters. The patient¿s vision is 20/20. The patient¿s doctor believes that the problems are caused by dry eyes. The patient has tried many drops, ointments, shampoos, dry and wet compresses, electric heated glasses, and massage, as prescribed by the doctors. All helped for a few minutes but the only thing the patient is left with is a permanent divot in her lower left eyelid, which she did not have before. In the last two months, the glare and blurriness has increased. When her eyes move, there are flares of light across the letters that make reading very difficult. The patient mentioned that she is certain that light enters her eyes, bounces off the lenses and shines onto the floaters, causing the greasy glare. This seems to be confirmed by the fact that some lights at night show perfect concentric rings, and she is certain these are the rings of the lenses that are reflecting the light. The patient mentioned that she is otherwise very healthy and medication-free. She takes omega 3 for her eyes. Apart from the initial post-surgery prescriptions, her surgeon has prescribed the omega 3, hy-lo eye drops, ocunox, and the electric heated eyeglasses, as well as the maintenance procedures all of them to reduce dry eyes. The patient had a 2-year check-up with her surgeon this week. Once again, he declared her vision was 20/20 and her eyes as being very healthy. The doctor believes that laser-tweaking would have a negligible effect on her vision. He declared her tear film to be a bit better. No additional information was provided to johnson and johnson surgical vision, inc. Note: two MDR¿s are being submitted, one for each affected eye. This MDR captures the information pertaining to the right eye.